Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported backup alarm failure. The unit was in clinical use at the time the reported issue was discovered. However, there was no harm to the patient or the user.

Manufacturer narrative:
MFR received date: 30 aug 2019. Date of report received: 10 sep 2019. A printed circuit board central processing unit was return for analysis. An investigation was performed and this is a failure of ls1 component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.